Event description:
It was reported that ten (10) clearlink system continu-flo solution sets leaked from the y site (clearlink) during patient infusion. The issue was described as: when using one of the injection valves, another valve that should remain closed starts leaking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: two devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure tests under water were performed, and both returned devices presented a leak in the rubber of the activated luer component between the connection of the tube to the tube. Clear passage under water were performed, and the results were satisfactory, no defects were observed. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.